Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the solitaire x was returned in three segments. The solitaire x pushwire was found broken into two segments within the shrink tubing from the proximal end and from the proximal marker. Visual inspection showed no bends or kinks were found with the solitaire x pushwire. The marker coil was returned dislodged from the pushwire. The proximal end of the marker coil was found stretched within the shrink tubing. In addition, dried blood was present within the stretched marker coil. No damages or irregularities were found with the stent attachment zone. The solitaire x stent non-working (tear drop) and working length struts were found in good condition. The broken pushwire was sent out to element labs for sem (scanning electron microscopy) analysis. Per the sem report, features observed are consistent with tensile overload failure mechanism. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed as the pushwire was broken. The cause for the device separation was use related as the pushwire broke as it was continued to be recovered against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire stent device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that stent separation from the pushwire during retrieval. It was reported that after stent-retriever (sr) deployment the stent was pulled back into the medtronic catheter. The sr could only be retracted 2/3 of the length and then got stuck at the distal tip of the catheter (1/3 was outside the catheter). The sr and the catheter were then pulled back into the 6f sheath, the sr got stuck again at the distal tip of the sheath. React was retracted but the sr could not be retracted through the sheath. After high force pull on the pushwire of the sr, it broke off the pushwire, which was retracted trough the sheath. Since the sr was still attached to the sheath, they were retracted as a unit from the patient. No harm to the patient. Thrombectomy was performed successfully. There were not any patient symptoms or complications associated with this event.